Manufacturer narrative:
A device history record review was completed for provided material number 38831214 and lot number 3027579. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd insyte with foreign matter. The following information was provided by the initial reporter, translated from spanish to english: branulas is prepared to channel patients in the emergency room, the nurse investigates has a thread of factory material in the same catheter, so she decides to replace it instead of using it.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.